Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, when the physician was removing the fiber stop, the physician fractured the fiber. The fiber did not fracture inside of the patient. The reported disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. The reported disposable device has been returned to the manufacturer for evaluation.